Event description:
The customer reported that the aiming beam fired straight. The joule count at the time the fiber issue was observed was not provided. The case was completed with another fiber. No pt injury was reported. Add'l details were requested by the MFR and have not been obtained.